Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery anomaly and low battery alert due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 250 mg/dl- 300 mg/dl. The customer¿s current blood glucose was 254 mg/dl. The customer treated with injections. Customer was alleging possible pump under delivery. Troubleshooting was performed. The drive support cap appeared normal. The customer also got low battery alarm on insulin pump. The product was not returned for analysis.